Event description:
It was reported that during a laparoscopic roux en y procedure, the device was fired for the 3rd or 4th firing with a white cartridge then locked out. The staff reloaded the device and received the same lock out. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Knife. The analysis found that the ec45al device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as no cartridge was received for analysis.